Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging inaccurate readings on their one touch ultralink meter. The patient obtained a 493 mg/dl, and a 233 mg/dl within 20 minutes from one another. The patient did not seek any medical attention or contact their physician due to the alleged issue. Due to the alleged high readings, the patient increased their dosage of medication. The technique of applying blood on the test strip was correct. The patient was not tested on another device. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The products were replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the patient denied exhibiting any symptoms or seeking any medical attention. The complaint is being reported since the readings are greater than 20 mg/dl or 20%.

Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was not powering on. The medical surveillance specialist (mss) contacted the patient for follow up questions on (B)(6), 2010; however the patient's phone number has been changed and no longer in service. The patient reported the alleged issue began on (B)(6), 2010 at 7:00am. At the time of the alleged issue, the patient claimed he was managing his diabetes with combinations of oral medications (metformin 500mg and glipizide 10mg). Due to the alleged issue, the patient indicated he was eating less food and/or drink between 4:00pm and 5:00pm that day. The patient reported he was feeling sweaty and had the chills 3 hours after the alleged issue began. In spite of the symptoms, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca verified that the patient had used the subject meter before, there was no misuse of the products, and the batteries needed no replacement; however, the alleged issue was not resolved with training. Replacement products were sent to the patient. Based on the information provided, it is not known whether the patient associated the symptom of 'sweaty' as high or low blood sugar symptoms. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed; 510(k) # is k053529.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.